Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported head and stem were reviewed for compatibility with no issues noted. Due to insufficient product information on the cup and bearing, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). D10: bioloxâ® delta, ceramic femoral head, #item: 00877503601, #lot: 3194862 therapy date: (B)(6) 2025. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent initial procedure. Subsequently revised a year post implantation due to stem subsidence with associated pain. The stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.